Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was difficulty accessing the center port. The pt was under fluoro determining if the pump was flipped because they were unable to access the reservoir. The pump appeared not to be flipped. It was further reported the pt was bigger so that there was a possible depth issue. Additional info has been requested, but was not available as of the date of this report.